Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: maniar rn, maniar ar, mishra a, sanghavi n, decreased trochlear length associated with increased anterior knee pain following total knee arthroplasty: a new anatomical perspective, the journal of arthroplasty (2023), doi:https://doi.org/10.1016/j.arth.2023.03.059. Objective and methods: authors, using computer navigation (brainlab), obtained several measurements in 263 cemented depuy pfc sigma tka (posterior-stabilized) patients, which included femoral native trochlear measurement (ntm) and difference in trochlear length (dtl) between implant and native trochlea. They correlated their association with knee society score (kss), western ontario mcmaster university arthritic index (womac), and anterior knee pain (akp) and patello-femoral crepitus (pfcr) at 1 year postoperatively. Results: at one year, akp was recorded in 11.4% (30 patients) and pfcr in 4.9% (13 patients). Dtl was positive in every patient, averaging 17.1 mm (range, 7.4 to 32). This indicated that post-implantation there was an increase in the proximal extent of the implanted trochlea compared to the native femoral trochlea, ranging from a minimum of 7.4 mm to a maximum of 32.1 mm. Correspondingly, it was seen that as dtl increased, so did the incidence of akp and pfcr. Of the 17 patients whose dtl was = 12, none had akp/pfcr. Conclusion: authors found that the shorter the native femoral trochlea and greater the difference between implanted and native trochlea, the higher was the occurrence of akp. A mismatch in trochlear measurement pre- and post-implantation resulted in lengthwise overstuffing in the anterior knee causing akp and pfcr.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.